Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported that customer's insulin pump was having battery issues. She was not exactly sure what the issue with the device was. She did not have the device. She stated that customer's endocrinologist said the device was malfunctioning and that customer needed a replacement. No other details were provided. Nothing further reported.